Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested initial reporter phone number: (B)(6).

Event description:
The customer contacted the medical technical response center to report that they had a problem with their information center ix central monitor due to alarms that were not occurring as expected. The customer said an asystole alarm was expected for a patient on (B)(6) at 13:28 and staff claimed the alarm was not provided. The customer did not report patient harm however insufficient information was provided to determine what if any medical intervention may have been warranted for the patient. Asystole represents a life threatening condition which would warranted emergent care; therefore philips is considering this to be a serious injury whereby medical intervention to preclude permanent harm may have been necessary.

Manufacturer narrative:
No malfunction occurred. The customer questioned whether or not an asystole alarm event had occurred and if it had been silenced since staff claimed no alarm was provided at the central monitor. A review of log data performed remotely found that the alarm in question on (B)(6) 2017 at 13:28:18 was provided with indicators of a red alarm sound and was silenced at the central at 13:28:30. The customer deferred onsite evaluation of the device but indicated he tested the speaker and confirmed it was operational. No further action or investigation is warranted at this time. The customer has not provided patient related details or confirmed whether or not any delay of care or therapy has occurred. Philips was therefore unable to confirm whether or not the device was a factor in any delay of urgent care or not in this case. At this time, there is no further action or investigation warranted. No patient details could be provided.